Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer had battery issues with the insulin pump. The mother stated the battery did not last for more than three days on the insulin pump. The mother stated they have replaced the battery cap twice, but the issue persisted. It was also found the battery would cause the insulin pump to power off without warning. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.